Manufacturer narrative:
The microtip was evaluated by the manufacturer. The evaluator confirmed damage to case nose as reported by the customer. Side load pressure, by the user, and friction build up caused the polycarbonate case nose to melt and crack along with causing the needle to bend. It could not be determined if all polycarbonate material is present as the damage to the case nose is extensive. Functional testing could not be performed due to the nature of the damage. The cause of the failure is attributed to improper technique (side load pressure) by the user. An animal experiment was previously conducted to determine if the polycarbonate particulate would harm the patient. The experiment revealed that any polycarbonate particulate or fragments left within the tissue does not mount an immune response or cause untoward damage to the animal.

Event description:
Per the information provided, the case nose (tip) split during a percutaneous tenotomy of the common extensor tendon of the right elbow. There was no harm or injury to the patient caused by the failure.